Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had been dead. Impedance check during the replacement surgery showed electrodes 8-16 were outside the normal limits. The leads were wiped off during the surgery and the impedance check reported. There was no information given as possible factors that may have led up to or contributed to the issue. No interventions were taken at the time of report. The leads remained in use and it was unknown if the issue was resolved (asked but unknown). The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
Based on additional information received, the previously reported (B)(4) no longer applies to the event. (B)(4) now applies.

Event description:
Follow up information received from the manufacturer¿s representative clarified that the impedances were >10,000 ohms on electrodes 8-16. It was noted that there was no malfunction of the dead ins battery as according to the patient it had not been charged. The ins was not to be sent in for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient needed another MRI and thought their device was overdischarged. The device was over discharged and would not display MRI mode. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their implantable neurostimulator (ins) was determined to be dead in (B)(6) 2015. The manufacturer representative (rep) was aware of the issue in (B)(6) 2015 and tried to jump start it but they could not. The ins was completely dead so they replaced it in (B)(6) 2017. The patient¿s healthcare professional (hcp) told the patient in (B)(6) 2017 that something was wrong with the right lead as it was not connecting with their ins. The rep was aware of the lead issue in (B)(6) 2017. In (B)(6) 2017 they replaced the lead. No further complications were reported/are anticipated.